Event description:
Boston scientific crm received information that the latitude system detected a red alert from this transvenous defibrillation lead due to high right ventricular (rv) pacing impedances. The alert was discussed with the patient's clinic.to date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.